Event description:
During routine induction of anesthesia, an exhalation valve on anesthesia machine discovered to be stuck closed. Pt suffered pneumomediastinum which has resolved. Pt observed overnight in hosp.